Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported ¿excessive bleeding¿ at the sensor site. It was noted the patient does take clopidogrel (75mg) and aspirin (81 mg) every day as part of her routine medications. She went to the emergency room for evaluation. At the ER, she had one stitch placed at the sensor site to stop the bleeding. No medication was provided to the patient. The patient was discharged home after approximately 3 hours. The patient was ¿doing good¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.